Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was no in clinical use when the issue was identified. The quotation was cancelled by customer, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.